Event description:
The customer was requesting clarification about the storage conditions for cadaveric specimens listed in the package insert addendum for the cobas ampliscreen hcv test, v2.0. The addendum indicates "cadaveric samples may be stored for up to 72 hours at refrigerated conditions (2-8c), and up to 48 hours at ambient temperatures (15-30c)." There was no indication of incorrect results having been reported or any impact to a pt or user of cobas ampliscreen hcv test, v2.0 when testing cadaveric samples.

Manufacturer narrative:
Roche molecular systems, inc. Reviewed the labeling in question and reported back to the customer that the specific storages conditions for cadaveric samples should state "cadaveric samples may be stored for up to 72 hours at refrigerated conditions (2-8c), or up to 48 hours at ambient temperatures (15-30c)." The proper storage conditions are not cumulative of refrigerated and ambient but either one or the other. Corrections to the impacted product insert have been completed.